Event description:
It was reported that during an ureteroscopy procedure for kidney stone, when the physician used the fiber, it sparked due to a fiber break. The fiber was replaced to complete the procedure. There was no patient complication.